Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00239. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60, indicating that the device is displaying error code "1122" check vent: blower temperature high message. The system was not in clinical use; there was no reported harm to patient/user. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. To resolve the issue, fan filters were cleaned and side air filter was replaced by fse. Internal tests and pneumatic tests were carried out successfully. The equipment was operational under observation and meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.